Manufacturer narrative:
The investigation consisted of an analysis of the returned driver and a review of the device history record for the lot. The driver met product specs. Inspection of the driver shows the threaded tip to be broken. Further investigation is pending.

Event description:
In 2007, a surgeon was performing an anterior cervical fusion. The surgeon was able to remove the screw with the broken tip in the head by removing the other screws. There was no report of injury to the pt.